Event description:
It was reported that before an unk procedure, there was a hole in the packaging lid. Another like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.